Manufacturer narrative:
Additional information: there were multiple lot numbers that the device could belong to. The information for each lot number is as follows: medical device lot #: 1902122. Medical device expiration date: 1/31/2024. Device manufacture date: 2/22/2019. Medical device lot #: 1901122. Medical device expiration date: 12/31/2023. Device manufacture date: 02/06/2019. Medical device lot #: 1901110. Medical device expiration date: 12/31/2023. Device manufacture date: 01/21/2019. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. A device history review was performed for suspected lots 1902122, 1901122, 1901110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the suspected lot s and results were found to be acceptable. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Prior to the investigation of this complaint a CAPA 688697 was opened to asses coring defect.

Event description:
It was reported that coring occurred with a bd protector p55. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: coring occurred.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred with a bd protector p55. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: coring occurred.